Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d.6b, h6.

Event description:
The device has been explanted. The device was discarded.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Patient reported deflation, pain and wrinkly nipple. This record is for left side. The device remains implanted.